Manufacturer narrative:
Labor and delivery patient. The customer requested a keystroke analysis to determine how much volume infused as well as how long the infusion ran. Analysis of the pcu event log shows shows pump module s/n (B)(4) was in use between 4:34 am and 7:32 am on (B)(6) 2019. At 4:34 am, the device was programmed to infuse oxytocin predelivery 30 unit in 500ml (drugid 123) at a rate of 2ml/hr with a vtbi of 500ml. At 5:45 am, the rate was changed to 4ml/hr. The infusion ran until 6:19 am when the infusion was paused. The device was then channeled off at 6:24 am. At 6:36 am, the user programmed an infusion of oxytocin predelivery 30 unit in 500ml (drugid 123) to infuse at 2ml/hr with a vtbi of 450ml. The infusion ran until 7:06 am when the user channeled the device off. At 7:24 am, the user programmed an infusion of penicillin 3 million 1875mg in 50ml (drugid 127) to infuse at 150ml/hr with a vtbi of 50ml to infuse over 20 minutes. The infusion ran until 7:32 am when the user channeled the device off. The volume recorded as being infused during this period was 23.851ml. Of the 23.851ml recorded as being infused, 5.251ml was the amount infused between 4:34 am and 7:06 am (oxytocin predelivery 30 unit in 500ml programming) and 18.6ml was the amount infused between 7:24 am and 7:32 am (penicillin 3million 1875mg in 50ml). The root cause of the customer¿s report of a programming issue was reported by the customer as user error. No device or tubing was returned for investigation.

Event description:
It was reported from the labor and delivery department that the nurse programmed the pump module as penicillin when the drug connected to the channel was oxytocin in the labor and delivery department. Per epic penicillin concentration was 3mu (1875mg) in 50ml. The infusion rate auto populated at 150ml/hour and the infusion was initiated at approximately 0725. Biomed and pharmacy reviewed the ikp data and found that there were 2 overrides performed which indicated that the medication was not scanned and the mar off-schedule warnings were also overridden. Per epic the oxytocin concentration 30units/500ml was hanging and appears to have infused for approximately 19 minutes, which would yield 475ml or 2.85 units of oxytocin that was delivered based on the assumed 30 units/500ml concentration. The patient required terbutaline 0.25mg to be administered to counteract the event. The customer is requesting for bd to perform a keystroke analysis to determine how much volume infused, as well as how long the infusion ran.